Manufacturer narrative:
Evaluation codes, conclusion: off-label, unapproved, or contraindicated use (treatment of a thrombus formation).

Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a thrombus formation near lsa distal aortic arch. It was reported that the index procedure was done in order to "trap" heavy thrombus formation at the distal aortic arch/lsa. The patient had a stroke previous to the index procedure and the intent was to prevent future stroke and distal embolization of the thrombus. The physician did an lca-lsa bypass prior to the placement of the valiant stent graft because the plan was to cover the lsa and land the stent graft at the level of the lca. The physician placed a glide wire into the aortic arch and then used another manufacturer's access catheter to replace the glide wire with a 260 cm double curve wire over the arch. The physician advanced, deployed and removed the valiant delivery system without issue. At this point, the physician had to close the incision in the neck from the lsa bypass surgery and then close the groin incision. Apparently, before closing the groin incision a final angiogram was taken of the cerebral anatomy along with the visceral anatomy to confirm that nothing had embolized. The angiogram of the brain was non-remarkable; however, the angiogram of the visceral anatomy reveal that the splenic artery and sma had flow limiting emboli thought to have been related to a shift in the thrombus from the index procedure. The physicians had the patient moved to a normal or room and performed a thoracal abdominal incision and trap door procedure on the aorta and removed thrombus from the celiac, splenic and sma arteries. The physician said the surgical portion of the procedure went well and the patient is alive without injury. The physician stated that this was not device related. No additional clinical sequelae were reported and the patient is fine.